Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which experienced an under-infusion with non-di-2-ethylhexyl phthalate (dehp) tubing. Oncology has noted that pumps being utilized with polyvinyl chloride (pvc)-free tubing have been infusing slower than the desired rate. The problem happened during delivery at the oncology department. 500 ml or 250 ml non-pvc bags of normal saline (with 25 ml of fluid overfill) with non-pvc tubing were used and the pump ran long. The nurse had to keep resetting the pump to be able to infuse all the fluid. There was patient involvement, but no known patient injury or medical intervention associated with this event. No additional information is available.